Event description:
It was reported through clinic notes received on (B)(6) 2011, that the patient felt that her seizures had worsened lately. The patient¿s generator was explanted and replaced on (B)(6) 2011. Attempts for additional information and product return are underway.

Event description:
The generator was returned on (B)(4) 2011; however, product analysis has not yet been completed. Attempts for additional information have been unsuccessful to date.

Event description:
Additional information was received from the patient's treating nurse. She indicated that the patient's increase in seizures was not above her pre-vns baseline. The increase was thought to be related to battery depletion and the patient has been doing much better since the replacement. No additional information was provided. Product analysis was completed on the explanted generator. In the (B)(4) lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.